Event description:
Additional information was received from a patient (pt). It was reported that the issue has been resolved.

Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), b3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient went to recharge this morning and it would not recharge. The green light was on the connection to the wall but no green light came on the controller. It was completely blank. Pt reset it. Patient called the local representative and she told patient to call patient services. On the call had patient take the battery out and plug the controller in the wall. The screen came on. Patient put the battery back in and confirmed the green light started blinking. Controller was at 0% and implanted neurostimulator was in the red. Instructed patient to keep the controller plugged in and charge it and then charge the implant and turn on stimulation if needed. Troubleshooting resolved the reported issue patient called again and said the issue is still happening and it took 5 hours to charge the other day and said finished when it was only at 70 percent. Recharger telemetry module (rtm) is getting hot. Controller port looks intact. Emailed repair to send replacement rtm.